Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad had an anomaly. Customer's blood glucose level was not provided at the time of the incident. The customer also reported that the esc and act buttons had an anomaly. Troubleshooting was provided however there was no indication that the issue was resolved. The insulin pump will not return for analysis